Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode fractured underneath the patient's skin. The patient was wearing the sensor in the abdomen, and had been wearing it for three to four hours. It was stated that the patient accidentally removed the sensor. Nothing further was reported.